Manufacturer narrative:
(B)(4). Title: knotless retroperitoneoscopic nephron-sparing surgery for small renal masses: comparison of bipolar sutureless technique and barbed suture technique source journal of international medical research, volume 46, 2018 (1649¿1656) article number: 4 date of publication: 30 january 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between december 2012 to december 2016 about knotless retroperitoneoscopic n ephron-sparing surgery for small renal masses: comparison of bipolar sutureless technique and barbed suture technique, 126 patients used the device for renal suturing in retroperitoneal laparoscopic nephron-sparing surgery (rpnss). In the study, there were 9 patients that had post-operative complications. 1 of which was a major complication (clavien¿dindo grade =iii) requiring interventional embolization of a renal artery branch because of massive bleeding. 8 had minor complications that were cured with conservative treatment. These complications comprised 5 cases of fever, 2 cases of massive drainage without urinary leakage, and 1 intestinal obstruction.